Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
It was reported post procedure t.w. Power supply did not work. Bio med has power supply and or is now using a backup power supply.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
It was reported post procedure t.w. Power supply did not work. Bio med has power supply and or is now using a backup power supply.